Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. The instrument was returned to the manufacturer for analysis. The clamp had debris in the threads causing difficulty setting the clamp.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screw to tighten the spine clamp was starting to strip. There was no patient present.